Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor was unable to fit the prosthesis into the canal. It detached and fell into the digestive tract, unfortunately not recoverable. The practitioner deployed the stent in bad position and lost the stent in the duodenum. The doctor did not succeed in properly inserting the stent into the canal. It detached and fell into the digestive tract; unfortunately, it cannot be retrieved.